Event description:
On 6/13/24 an ilet trainer reported that an ilet user experienced trouble with the convatec inset (23", 6mm) teflon cannula infusion set during training and requested the user switch to the convatec contact detach (23", 6mm) steel cannula infusion set. The training occurred on (B)(6) 2024. On 6/13/24 a beta bionics customer care agent followed up with the user's mother. The mother reported the user experienced a high blood glucose (bg) event which resulted in diabetic ketoacidosis (dka) and hospitalization. During the event, the user's blood glucose levels reached a high of 417 mg/dl. Ketones were not tested as the user did not have ketone strips. Prior to the hospitalization the user was given 30 units of long-acting insulin. The user's mother was unsure of the exact admission date. It was reported that the user experienced fatigue, thirst, and was in dka. During the hospital stay, the user received insulin through an IV. The user has discontinued use of the ilet and has elected to return the device.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia during the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The insulin cartridge was replaced twice during the hyperglycemic event, but no infusion set changes were logged. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set and the user failing to follow the ketone action plan by not replacing their infusion set in the setting of prolonged hyperglycemia.